Event description:
The father of a 5 year client for the subject jaco reported fire coming out of his jaco. This client is very rough on his jaco but the father reports the fire occurred while the jaco was not moving. We are having it sent to our office for review and will advise you once we receive it. FDA safety report ID# (B)(4).

Event description:
Additional information received from a reporter on 9/20/2022 for a report number mw5111629.